Event description:
The customer reported a bright flash of white on screen and the image never showed any anatomy. The screen went blank during fluoroscopy. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.